Manufacturer narrative:
Citation: lin et al. Transcatheter aortic valve replacement in a patient with right-side dominant double aortic arch. Jacc case rep. 2026 jan 7;31(1):106050. Doi: 10.1016/j.jaccas.2025.106050. Epub 2025 nov 13. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 71-year-old female patient end-stage renal disease and severe aortic stenosis. During preprocedural evaluation for transcatheter aortic valve replacement (tavr), imaging revealed a double aortic arch (daa) which is a rare congenital vascular anomaly typically diagnosed in infancy. During the tavr procedure, the pronounced curvature of the daa created an unfavorable anatomy that hindered advancement of the tavr delivery system. Ultimately, a snare-assisted approach enabled successful navigation and deployment of a medtronic evolut fx bioprosthetic valve. After valve placement excellent transvalvular gradients with mild paravalvular leak (pvl) was confirmed. Post-procedurally, the patient developed neurological deficits related to stroke. An emergent brain computed tomography ruled out intracranial hemorrhage. The following day, magnetic resonance imaging revealed multiple infarctions suggestive of an embolic origin. The authors suspected calcific debris dislodgement from the aortic root as the most likely cause of the stroke. Based on the patient¿s condition, no further interventions were carried out. Subsequently, the patient was discharged in stable condition, and was managed with ongoing neurological and rehabilitation clinic follow-up. No further inf ormation was provided pertaining to medtronic products.